Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose, hospitalization and issues with the insulin pump. Customer's blood glucose level was 800 mg/dl. Customer experienced diabetic ketoacidosis and treated their high blood glucose via manual syringe. Customer was placed on insulin drip and given insulin via manual syringe. Customer's alarm history had a no delivery alarm and multiple low reservoir alarms. Customer did not have a bent cannula. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was advised the insulin pump worked properly as designed.